Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer did not have a method of backup insulin therapy and no additional information was provided by the customer. Customer¿s blood glucose level ranged from 150-330 mg/dl.